Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms, triggering a lead safety switch (lss). Loss of capture, oversensing and noise were also observed. A revision procedure was performed in which the ra lead was explanted and replaced. The new ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 140mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of noise, oversensing, loss of capture, high out of range pace impedance measurements were likely caused by the confirmed fracture. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms, triggering a lead safety switch (lss). Loss of capture, oversensing and noise were also observed. A revision procedure was performed in which the ra lead was explanted and replaced. The new ra lead remains in service. No additional adverse patient effects were reported.